Manufacturer narrative:
Customer complaint that the accessory cord caught fire, they think the machine is okay, however want to send in to check is confirmed. An evaluation of the returned device found lfc error. The unit need upgraded contact output and upgraded monopolar accessory receptacles connector. Replaced parts as listed. The unit was final tested and meets specification. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. (B)(4). Per the instructions for use, the user is advised the following: cautions for equipment preparation: reusable accessory cables should be periodically function and safety tested in accordance with the original manufacturer's instructions. Visually inspect all accessories before each use to verify the integrity of insulation and the absence of obvious defects. A failure in the esu could cause an unintended increase in output power. Verify that the esu is functioning correctly prior to use. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that 60-2450-120 device was connected to a "accessory cord" (unknown manufacturer) that caught fire. The exact date of this event is not known. The procedure is also not known. The customer also stated that they wanted the system 2450 (60-2450-120) checked. There was no report of injury to staff or patient. There is no mention that a patient was involved. A good faith effort has been executed to obtain more information; however, there has been no response for further information to date. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.